Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced and the ultrasonic sensor was within the calibrated specification. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. A review of the event history log revealed upstream occlusion messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed upstream occlusion during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Received via medwatch report number (B)(4). A1: patient identifier originally none but should be unknown., a1, a2, a3 and a4 were originally na and should be ni. B5: it was reported that a spectrum pump had a medication infused via primary infusion. Infusion parameters are as follows: primary infusion parameters: medication - norepinephrine, primary IV set - 2c8537, volume to be infused (vtbi) 22.8ml, dose: 0.03 mcg/kg, flow rate 9.36ml/hr. The head height of the primary bag was 16 (inches). There was no report of patient injury or medical intervention associated with this event. No additional information is available. B5, and b6: none to unknown. D10: concomitant product: norepinephrine; 03-02-2022. E4: reporter sent to FDA? Yes. F10/h6: health effect - impact codes needs to go from f27 to f26. F10/h6: medical device problem codes: a140304 . Should additional relevant information become available, a supplemental report will be submitted.